Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Additionally, hemorrhage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event estimated as (B)(6) 2019, 1 day prior to the date of publication. The additional mitraclip device is being filed under a separate medwatch report. Literature "complications following percutaneous mitral valve repair".

Event description:
This is filed for access site bleeding. This event was captured based on literature review of the article: "complications following percutaneous mitral valve repair", which identified mitraclip devices that may be related to major access site bleeding requiring a blood transfusion. Specific patient information is documented as unknown. No additional information was provided. Details are listed in the article.